Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri) battery status earlier than expected. The current monitoring voltage was 2.67 and the charge time at the last capacitor reformation was 26.1 seconds. The device was scheduled for replacement.